Manufacturer narrative:
Details of complaint: on (B)(6) 2019 customer stated cns screen went black on its own. Device logs were sent to nkc for analysis. Nkc's analysis concluded that device auto rebooted due to a state of high processing load. Investigation summary pu-621ra's operator manual revision a states that device must undergo regular inspection once every six months and restarted once every three months. Regular inspection includes checking for dirt and damages to device and fan performance. Customer's inspection schedule and inspection history for this device is unknown. Due to insufficient information regarding device's usage and maintenance, the root cause for the high processing load could not be determined. The incident has not re-occurred.

Event description:
The customer reported that the screen on the central nurse's station (cns) went blank on its own and would not reboot itself.

Manufacturer narrative:
The customer reported that the screen on the central nurse's station (cns) went blank on its own and would not reboot itself. The customer also reported that when they restarted the cns manually everything came up and was running as intended. The customer will be sending the log files for further analysis. No patient harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. The following field contains no information (ni), as attempts to obtain information were made, but not provided: concomitant medical products.

Event description:
The customer reported that the screen on the central nurse's station (cns) went blank on its own and would not reboot itself.